Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative caiman (pl74su) hand piece constantly error.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: a visible inspection of the jaw indicated blood and tissue soiling; however, no other abnormalities were noted. Mechanical function was tested by clamping and use of the cutting function, which did indicate some abnormal behavior, caused by the heavy soiling. Electrical function was tested using an rf- generator "gn 200", serial number (B)(4). Test step: generator- announcement: result: activation with open jaw; "regrasp open"; o.k. Activation with wet tissue; "sealing"; o.k. Activation with closed jaw; "regrasp short"; false. Activation with tin-foil in jaw; n.a.; n.a. The "regrasp short" error during activation with closed and empty jaw (without any tissue) indicates a contact between the lower and the upper jaw. This is not correct. Correctly at this test step the gn200 must announce "regrasp open", therefore no contact between the upper and lower jaw. The instrument was decontaminated and the instrument was disassembled. Microscopic evaluation of the electrode surfaces indicated melting points opposite of each other, which is caused by the short during activiation. The dissection clip also displayed damage as it appeared to be squeezed. Manufacturing docuements were reviewed and found to be according to specification valid at the time of production. The root cause is production related and can be traced back to the dissection clip. Corrective/preventive action has been initiated at the manufacturing site.